Event description:
The facility reported a pump with failure code 533. This failure code occurred during bio-med testing on 9/24/05. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.